Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2020. Customer¿s blood glucose level was over 33 mmol/l. Customer's blood glucose value was 24 mmol/l at the time of incident. Customer actual blood glucose value was 12.4 mmol/l. Customer was treated with intravenous drip. Customer was unable to rewind the insulin pump. Customer declined to test the insulin pump. Customer did not allege that the insulin pump was under delivering. The insulin pump will not be returned for analysis.